Manufacturer narrative:
Pt info: unknown/not provided additional information was requested for patient weight, ethnicity and race. However, no additional information was received. Health effect-clinical code (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
The account reported that a laser vision correction patient had surgery on (B)(6) 2022 and presented on (B)(6) 2022 with flap complications-torn/damaged flap on the left (os) eye in which the surgeon removed. Patient complained of blurry vision more in the left (os) eye and irritation. Through follow up, it was confirmed patient is still healing since treatment with improving visual acuities (va) at every visit. Next post-op exam on (B)(6) 2022. The patient did not experience a loss of best corrected visual acuity (bcva). Initial treatment aborted and flap removed. Was treated like a photorefractive keratectomy (prk) procedure. No other intervention thus far. Pre-operative measurements date: (B)(6) 2022. Right eye (od): 20/20 1.00 x -1.00 x 155. Left eye (os): 20/20 1.00 x -1.00 x 40.